Event description:
It was further reported everything ¿appears normal¿ and the patient is receiving effective therapy.

Manufacturer narrative:
Product ID neu_ins_stimulator, serial# unknown; product type implantable neurostimulator product ID neu_unknown_ext, serial# unknown; product type extension. (B)(4).

Event description:
It was reported that when the surgeon was pulling the lead out of the skin by the lead cap, the surgeon observed a frayed lead. It was stated that there was a lead break. It was stated that the surgeon attempted to trim the frayed lead and the external polymer of the lead had recoiled or retracted leaving the internal wiring exposed. In order to not have to explant the lead, the surgeon attempted to repair the lead insulation using a ventricular catheter as insulation. It was noted that the event required surgical intervention. It was reported that the impedances were tested and they were normal. The system remained implanted. It was stated that programming was going to occur in two weeks.